Manufacturer narrative:
Shortly after the service request was generated, customer called back to report that the leak was repaired and that service was no longer necessary. Customer did not state how the leak was repaired, but confirmed that the instrument was functioning properly. The root cause of the leak is unknown. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)

Event description:
Customer called to report observing a blue liquid leak underneath the coulter lh500 hematology analyzer, but could not locate the source of the leak. The customer technical specialist (cts) generated a service request. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.